Event description:
It was reported that an alarm was heard and confirmed by telemetry. It was reported that the healthcare provider gave the patient the wrong date to go in to get their pump filled. It was a week later than it should have been. The alarm went off; the patient thought it was their telephone so they disregarded it. The alarm started going off every 40 minutes and then it started going off every 15 minutes. It was reported that the patient called the hcp that same morning, patient was told to check their pump with a personal therapy manager (ptm) but patient never received one. Patient went into the physician¿s office, but they did not have the medication there. This was the 4th time that has happened. It was noted that the manufacture representative checked the patient¿s pump and told them it was empty. Patient was told to go to the ER, patient got there at 5pm. It was stated that they couldn¿t find the port, ¿kept jabbing me and jabbing me and there was just a couple cc¿s in there.¿ it was noted that the doctor kept putting in ¿some kind of marcaine and clonodine and I didn¿t want it but she kept putting it in so she could make money.¿ it was reported that this event happened at the physician¿s office on (B)(6) 2014. The pump was sounding three days prior to day of event ((B)(6) 2014). It was reported that ¿since the pump ran out, the only spasticity that the patient had, was chest wall spasms were so severe.¿ it was noted that patient would get them during the day and sometimes at night, but patient was thinking at the time of report since ¿I don¿t use this pump and I don¿t need it.¿ the pump system was delivering clonidine, baclofen, and marcaine. Additional information received reported that patient did not have concerns with their device or therapy. It was also reported that patient received assistance from their manufacture representative and their concerns were resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was alarming. The patient was due for a refill "friday"; the hcp forgot to order the drug, and the patient was told to come back monday (B)(6) 2014, so they had an appointment scheduled for that day. The patient heard the non-critical alarm on (B)(6) 2014, and woke up to the critical alarm on (B)(6) 2014. It was again reported that the pump had alarmed 3-4 times in the past 6 months, and that this was the 3rd - 4th time in the past 6 months with this hcp that they had forgotten to order drug, and the pump had alarmed. The pump alarmed 6+ months ago (as previously reported), and the hcp sent the patient to the hospital (emergency room) where the pharmacy mixed the drug. The patient reportedly may have been on an oral pain medication take percocet. The hcp reportedly sent the patient to the emergency room (ER) immediately when they forgot the refill medications. Initially, the reporter stated that clonidine was currently in the pump; then later stated that clonidine was not currently in the pump. The hcp was reportedly titrating the pump, and was putting a small amount of drug in to last 1 week, and the patient had refills weekly. At the time of the report, the reporter stated the hcp was titrating baclofen, bupivacaine, and fentanyl. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b005308n35, implanted: (B)(6) 2003, product type: catheter. (B)(4).